Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead during upgrade procedure. It was further reported that a lead rep lacement was attempted, however due to patient anatomy this attempt was abandoned. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was noted on the right atrial (ra) lead during upgrade procedure. It was further reported that a lead replacement was attempted, however due to patient anatomy this attempt was abandoned. The ra lead remains in use. No patient complications have been reported as a result of this event. On (B)(6) 2021: it was further reported that the insulation on the ra lead has breached. On (B)(6) 2021: it was further reported that the right atrial (ra) lead exhibited oversensing with arm movements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited oversensing with arm movements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the insulation on the ra lead has breached.